Event description:
It was reported during a percutaneous transluminal coronary angioplasty procedure that the guidewire became stuck inside the dilation catheter. The guidewire was successfully removed from the dilation catheter without any injury to the pt. Event is being filed based on investigational analysis of the product.